Event description:
It was reported that surgeon was doing a legion tkr using the navio robot. The handpiece and drill were correctly assembled and distal femoral burring was completed. When it came time to check the position of the cutting block, the nurse attempted to assemble the plane visualization sleeve over the long attachment and it would not slide all the way on and lock into the handpiece. On visual inspection it did not appear to have anything inside the sleeve, it simply would not go all the way over the long attachment, stopping about 15-20mm short. Several attempts were made to push it on without success. We were able to use it as it was and it gave us our cut planes but not the resection measurement which wasn't a problem. Manual procedure was followed.

Manufacturer narrative:
H10: the device, used in treatment, was not made available to the designated complaint unit for investigation. Thus, visual and functional investigation could not be performed. The lot number for the device was not provided. However, all lots of (B)(4) distributed to the field from when the part number was first inspected ((B)(6) 2016) to the complaint occurrence date ((B)(6) 2019) were reviewed finding one ncmr that was related to fit issues between the handpiece and the visualization tool. The affected lots included in this ncmr were subsequently quarantined. It is possible that parts of the affected lots were released for distribution prior to the issue being detected in the field. Therefore, it cannot be confirmed if the device meet manufacturing specifications. A complaint history review was performed and did not identify similar reports. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to properly attach the guards to the handpiece. This failure is an identified failure mode within the risk file. A relationship between the device and the reported event has not been established and the root cause cannot be determined. Factors that could have contributed to the reported event include if the notch curvature was incorrect on the plate probe and if there was debris caught in between the plate probe and log attachment. Per complaint details, the device malfunctioned during use. The surgeon was reportedly "able to use it as it was" to obtain "cut planes but not the resection measurement, which wasn't a problem "and resulted in manually checking the cuts and resections. Per the product evaluation, the batch and/or allegation could not be confirmed; however, the device remains in demo-use without further complaints since the initial event. Based on the information provided, there was no patient injury due to the reported 0-30 minute surgical delay or the modified surgical technique, as the procedure was completed after manually checking the cuts.